Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) interviewed the customer who requested onsite assistance. The rse dispatched a philips field service engineer (fse) onsite for further evaluation. Functional testing/service repair/technical investigation: the fse replaced the speaker assembly to resolve the issue. The device has returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
It is reported no sound emitted by the monitor and that the message "speaker equipment fault" is present. The device was not in use on a patient at the time of event, there was no adverse event reported.